Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the bolus information incorrectly; however, the customer alleged the pump miscalculated the bolus. There was no reported adverse impact to the customer's blood glucose level. Although requested by tandem technical support, customer did not provide additional information for this event.

Manufacturer narrative:
Tandem clinical diabetes specialist met with the customer and customer's healthcare provider (hcp). Customer was provided additional training on carb counting and appropriate bolusing. Customer's hcp also adjusted pump bolus settings.